Manufacturer narrative:
The tech replaced the scale board and the buzzer upgrade to resolve the issue.

Event description:
The tech alleged the bed exit would alarm, but not loud enough to hear outside of a pt's room. No pt impact.